Event description:
On 9/3/1998, the facility's mat mgr informed the MFR's sales rep of the following: the catheter has a hole just below the three (3) way split. The hole occurred while the pt was at home. The pt's parents stated that every time they flushed the catheter, blood would come out. No further details were provided at this time.